Event description:
Pt had star sliding core bearing and tibial component revised.

Manufacturer narrative:
Tibial component exchanged to perform dwyer osteotomy and reposition component to improve malalignment due to pt's fibular deformity. Sliding core was exchanged as a matter of opportunity. Review of device history records showed no anomalies. Additional device: model # 400-140, lot # 1010028, exp date: 11/01/2015, MFR date: 11/01/2010.